Event description:
Mid 50¿s female with new onset of severe chest pain and shortness of breath. Procedure: emergent diagnostic heart cath with 3 stents. The emerge balloon was not inflating. It was removed without known harm to patient and there were small pin holes in the balloon. Delay in procedure, a second emerge was used without problems. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, emerge¿ (per site reporter) will obtain.